Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, he lassoed an 8mm polyp with the captivator cold snare and it wouldn't cut through the tissue. The procedure was completed with a non bsc snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.